Manufacturer narrative:
Date of submission: 19-jul-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: the pump was returned with moisture behind the display lens. No battery cap was returned. No damage was found to the battery compartment. The black box showed unusual fluctuation of voltage leading to replace battery alarms. The test battery cap fully attached to the pump. The pump powered on with audible tones and vibrations with a blank display screen. A leak test failed due to a base crack on the front of the pump between the case seal and the keypad. The pump cover was removed; internal moisture was found on the printed circuit board and other internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life with moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: the pump was returned with moisture behind the display lens. No damage was found to the battery compartment. The black box showed unusual fluctuation of voltage leading to replace battery alarms. No battery cap was returned but a test battery cap fully attached to the pump. The pump powered on with audible tones and vibrations to a blank display screen. A leak test failed due to a base crack on the front of the pump between the case seal and the keypad. The pump cover was removed; internal moisture was found on the printed circuit board and internal components.